Event description:
The caller alleged a discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 1.9, laboratory inr: 3.9. Therapeutic range: 2.5 - 3.5 the time between testing was three (3) hours. The caller reported a user issue and improper techniques by "milking" the finger after the finger stick, sufficient blood sample was not obtained and the inratio monitor was not in the correct mode when the finger stick was performed. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. A user issue and technique issues were identified in the complaint. Overall, it was reported that the customer was unable to obtain sufficient sample to the test. This cannot be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time